Event description:
It was reported that at implant, the lead had high thresholds of 10 volts and high impedance, 2500 ohms. The physician tried to put the lead in another location but could not. The lead was not used and was replaced. On echocardiography, a "little bit" of liquid was noted. The patient status was noted as 'ok'.

Event description:
It was reported that at implant, the lead had high thresholds of 10 volts and high impedance, 2500 ohms. The physician tried to put the lead in another location but could not. The lead was not used and was replaced. On echocardiography, a "little bit" of liquid was noted. The patient status was noted as 'ok'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summaryp (B) (4) no anomalies found. Full lead returned and analyzed.